Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: two photos were provided. First picture shows tissue with a staple line, it appears to have no staples present after the middle of the cut. Second picture shows a staple line with a staple what appears to be unformed. Based on the photos alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a lap gastric sleeve, during the second fire the motor sounded slow as the knife blade advanced, so she pulse fired to allow for additional compression of thick tissue. Upon completion of the firing, as the knife blade started to return, the motor made more intense/odd grinding sounds, and the power died. The reverse switch was pushed forward but nothing happened and then the switch easily moved back and forth. The manual release lever was engaged with difficulty. Once it was cranking freely, the knife blade didn¿t return. The surgeon and first assistant attempted to open the jaws with the gray release buttons on the sides of the gun, but the jaws remained locked on tissue. They decided to see if forcing the closing lever apart from the handle would open the jaws. The handle opened, but the jaws remained locked on tissue. With no options left, and no space to apply another stapler (without compromising the lumen of the sleeve) they decided to cut the tissue with scissors in order to remove the stapler from the patient. A new stapler was used to complete the sleeve. The surgeon was able to complete the case laparoscopically, but it added two hours of additional operating room time.

Manufacturer narrative:
Product complaint # (B)(4). Batch #: r9398l. Investigation summary: the device was received with an unknown trocar on the shaft and the device articulated to the right. The knife pulled through the anvil preventing the device from completing the firing cycle or the knife returning home. This is likely the result of firing the device on tissue beyond indented range. Bailout pawl is not engaging with the teeth of the drive bar. Manual override was reset and the device was unable to return the knife using the reverse button. The pawl did engage with the drive bar after being reset. The bailout was not attempted due to the tissue and buttress clamped in the jaw. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: is the current patient status known? Yes...doing well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Yes...extended hospital stay 2 additional days. Typically would have discharged on post-op day 1...instead was discharged on post-op day 3. What color cartridge was being used at time of issue? Black all with seamguard. What was the patient gender/bmi? 40 male.